Manufacturer narrative:
The device was not returned to the manufacturer for repair or evaluation. The service record indicates that the device was manufactured on (B)(6) 2012 and has no repair history at zimmer surgical. Since the device was not returned to the manufacturer, the customer's reported event could not be confirmed and a cause could not be determined. Not returned to manufacturer.

Event description:
It was reported that the surface on the zimmer air dermatome ii handpiece was damaged and has cracks and blisters in several places, mainly in the front part of the machine and on the width plates. Additional information received from the account indicated that the event was discovered during cleaning of the device. There was no patient involvement or harm associated with the report and no surgical procedure was affected.